Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device kit was missing the sensor applicator, and therefore the sensor could not be applied. The customer subsequently lost consciousness and the customer went to hospital. A laboratory blood glucose result of 782 mg/dl was obtained, with diagnosis of hyperglycemia. The customer was hospitalized for "3-4 days" and treated with humulin and novolog insulin (dose unknown) and pain medication via IV. There was no report of death or permanent injury associated with this event.